Event description:
On (B)(6) 2021 consumer - with installed aneurysm clip arrived for MRI-mra diagnostic scan clip approved for 1.5 tesla power - scheduled device was 3.0 tesla. (B)(6) < web page describing. Sn is retired software engineering technical writer - capable of creating web pages: well educated (B)(6) to "raise army" - if needed. Prefers to write letters to newspaper editor - supported (B)(6) na - performs yoga poses. FDA safety report ID # (B)(4).